Event description:
Medtronic received information regarding a navigation system. It was reported that they were completing a laser interstitial thermal therapy procedure. The patient was registered using the imaging system auto-registration process on the imaging system at the mater hospital brisbane. They were completed and the scan merged with a computed tomography (CT) and 2 magnetic resonance (mr) scans which already had the surgery plan on them. The procedure was completed using the autoguide, placing the bone anchor to 0.2mm error to target. The max error that was seen in the procedure was 0.5mm. The anchor was secured and the surgeon requested a check imaging system spin prior to heading to magnetic resonance (mr) to complete the laser ablation. They completed a 40cm field of view (fov) high definition (hd) scan and again merged this with the previous scans/plan to check if placement was on target. It was then found that we had a 3mm deviation from the plan, not from the target, but a parallel error across the whole plan. It appeared to have shifted 3mm inferiorly to the plan. This was also reflected in the postoperative magnetic resonance imaging (MRI) prior to ablation. There was no obvious shift in navigational accuracy at the time. There was no delay to the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 1.3.2 g2: foreign country - australia medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information in sections a and b5. Correction to b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The trajectory of the catheter had deviated from the surgical plan, which may have had an impact on patient outcome overall, however the surgeon was happy with the result once the litt therapy had been delivered.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29631, lot/serial #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. The analyst reviewed the logs and observed the imaging system was used and a scan was taken. There were no errors observed in terms in imaging system signals. The heartbeat, registration commands were good and no abnormalities observed in this context. The analyst reviewed the archive and it had 4 magnetic resonance (mr) and 1 computer tomography (CT) and 2 o-imaging system exams were observed. One of the mr exams loaded with "not optimal for stealth" due to slice spacing that was greater than 2 mm. The site merged 2 mr, 1c t and 2 imaging system scans and the merge looked accurate. There were 4 plans done. The site used the imaging system auto registration to navigate. Both imaging system scans were having field of view (fov) approximately 40 cm. There was insufficient information to determine root cause of reported behavior. The software logs and archive did not help in diagnosing the root cause of the accuracy issue. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.